Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: synergy xd mr ous 4.00 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found distal stent damage, with stent struts pulled distally past the distal markerband. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. A 4.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. A 4.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.